Manufacturer narrative:
E1: patient city: (B)(6) patient country: poland.

Event description:
Reference number (B)(4) event occurred in poland. It was reported that the patient experienced an high blood glucose levels and treated with pump therapy event on (B)(6) 2026. No further information available.